Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2015-03950, 2017865-2017-05692, and 2938836-2017-29705. During a follow-up there was noise on the right atrial (ra) and right ventricular (rv) leads and the device had episodes of oversensing on the rv channel with automatic mode switching (ams). During the replacement procedure, insulation damage was noted on the ra lead. The device and the ra and rv leads were explanted with no replacement. The patient was stable.